Event description:
A hospital reported that the nc100 neowrap plastic film baby wraps were fused together. "Patient care was compromised because of this defect." Further inquiries by the manufacturer revealed that the hospital had experienced this on 2 other patients previously, but were unable to provide further information.

Manufacturer narrative:
(B) (4). (B) (4). The original device was discarded by the hospital. A device from the same lot is en route to the manufacturer. A follow up report will be provided.